Event description:
It was reported that the aq2010v three piece silcone lens was torn while loading but the damage wasnt discovered until the lens was advancing into the eye. The lens was removed and replaced with another same model/same diopter lens without any patient injury. The reporter stated the the event was due to a loading error.

Manufacturer narrative:
(B)(4). Results: visual inspection showed the lens was received int two pieces, a piece of the optic was torn off and missing and there was a reddish residue on the surface of the lens. (B)(4).